Event description:
Baxter received a report from a pharmacist involving an automix 3+3/as compounder. According to the facility, the unit was in storage and after checking the umb (umbilical cable), the caller noticed that cable was frayed. The condition of the unit is unknown. The unit is being swapped. There was no patient involvement and therefore, no medical intervention or adverse event. No further information was available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "frayed umbilical cable" was confirmed during product evaluation. However, no repairs have been made at this time. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k961008.